Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2090-640h-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits minimal devitrification at the output area, and detritus adhesion around output area. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, immediately after beginning use of the side-firing surgical fiber (2,006 joules used and 0.5 minutes of time expended), the output beam was observed to be forward-firing. The procedure was completed by turp. There were no patient complications or injury reported.